Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not replicated nor confirmed. The instrument electrical continuity test passed. Ceramic dot verification and knife slot passed. Logs did not reveal any errors. No errors occurred during in house testing. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests and it moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy activation test was then conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed and steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. Upon additional testing, grip force test was performed on grips and electrode gap inspection was tested as an additional functional check. The electrode gap test passed. In addition, analysis verified the gap between the grips. The instrument was fully functional. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020 for system (B)(4). No related system errors were found to have occurred during the surgical procedure. This complaint is being assessed as reportable because the vse instrument allegedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. It is unconfirmed whether or not the exposed blade error occurred during or after sealing. It is unknown if there was a successful confirmation signal following the reported sealing cycle attempt.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend instrument was not burning. The site used another vessel sealer to continue the procedure. The procedure was completed with no reported injury. On 02/28/2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the customer reported that the vessel sealer extend (vse) instrument experienced insufficient sealing issues during a sigmoid colectomy. Upon the instrument¿s first use during the procedure, the instrument allegedly did not sufficiently seal the target vessel which was not greater than 7mm. The vessel did not bleed for long; controlled with use of a monopolar curved scissors (mcs) instrument. It was unknown if the target tissue was observed for sufficient sealing prior to cutting with the vse instrument. It was also unknown if audible tones were heard during the sealing sequence. The customer reported a ¿blade exposed¿ message on the system but it was unknown if it occurred during or after sealing. The surgeon did not say what they believe caused the issue. No video recording or images were taken of the event. The customer replaced the vse instrument with another vessel sealer instrument and completed the procedure with no further issues and no patient injury. Intuitive surgical, inc. (Isi) has reached out to the customer to obtain additional information but has not yet received a response.